Manufacturer narrative:
E1: patient city: (B)(4). Patient country: south africa.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient faced an event of leakage as the insulin leaked in the injection port. Patient's blood glucose level at the time of event was 25 mmol/l. Patient managed to bring the blood sugars down by doing correction every 2 hours. No further information available.